Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor failed was unable to recognize an ECG signal. The cause of the inability to recognize the ECG signal was isolated to a defective u612 (max inverting charge pump) on the ca board. The defective u612 component resulted in no output from the component. The root cause for the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor was unable to recognize an ECG signal.